Event description:
It is reported that the pt underwent a two stage revision for infection. It is unknown when components were implanted. The components were removed on (B)(6) 2010 and the pt received a biomet stage I. Final components were implanted on (B)(6) 2010. It was noted during the (B)(6) 2010 procedure that there was some proximal bone loss and a cerclage cable was placed distal to the lesser trochanter. During removal of the stem, the component fragmented.

Manufacturer narrative:
This report will be amended when our investigation is complete.